Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to the clinic for device change out due to eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead remains implanted. The patients condition is good after the event.